Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. Unit had minor scratched display window, cracked case near display window corners, battery tube threads, and reservoir tube lip and reservoir tube. Keypad connector found close properly during visual inspection. It was unable to performed the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.